Manufacturer narrative:
(B)(4). Medical product: vanguard cr tibial bearing cat#:183444, lot#: unk; biomet cc I-beam tray cat#:141223, lot#:unk ; vanguard unknown knee patella cat#: unk, lot#: unk . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06966, 0001825034 - 2018 - 06967, 0001825034 - 2018 - 06968, 0001825034 - 2018 - 06969 product remains implanted.

Event description:
It was reported that the patient was noted to have deep vein thrombosis approximately one and half month after primary right total knee arthroplasty.

Manufacturer narrative:
(B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed as lot identification is necessary for review. Surgical notes were not provided. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.